Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed. Attempt # 1: on 08/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 08/20/2021 emailed the customer via microsoft outlook for patient information: reply was received but no patient demographics were provided. Additional device information: concomitant medical device: the following device(s) were in use in conjunction with the org: central nurse's station: model #: pu-681ra; serial #: (B)(4); device manufacturer data: 07/24/2018; unique identifier (UDI) #: (B)(4). Transmitter: model #: zm-520pa; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #:(B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed.